Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) could not be pressed. Manual compression was used for hemostasis. There was no reported patient injury. Pulsatile flow was observed from the bleed-back indicator. The exoseal vascular closure device (vcd) and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped and until the indicator window turned solid black. At the time of button depression, the indicator window was solid black, and red color was observed during retraction. After removal from the patient, the plug remained attached to the device. The device was not deployed outside of the patient.the procedure was performed using a retrograde approach. The exoseal vcd was stored and prepared according to the instructions for use (IFU). The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. The physician was certified to use the exoseal vcd. There were no visible signs of device or packaging damage before use. One exoseal device was used for the patient. The introducer sheath used, including its manufacturer, model, and size, was unknown. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the device. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) could not be pressed. Manual compression was used for hemostasis. There was no reported patient injury. Pulsatile flow was observed from the bleed-back indicator. The exoseal vascular closure device (vcd) and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped and until the indicator window turned solid black. At the time of button depression, the indicator window was solid black, and red color was observed during retraction. After removal from the patient, the plug remained attached to the device. The device was not deployed outside of the patient. The procedure was performed using a retrograde approach. The exoseal vcd was stored and prepared according to the instructions for use (IFU). The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. The physician was certified to use the exoseal vcd. There were no visible signs of device or packaging damage before use. One exoseal device was used for the patient. The introducer sheath used, including its manufacturer, model, and size, was unknown. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the device. One non-sterile 6f exoseal vascular closure device was returned for investigation. Visual inspection showed that the deployment lever was not depressed, while the guard was locked. The plug was found in the manufactured position, and the indicator wire was fully deployed, with no abnormal conditions observed. The catheter sheath introducer (csi) was not returned for this evaluation. The indicator window was observed in the black/white position. No additional anomalies were reported during this visual analysis. Per functional analysis, a deployment simulation evaluation was performed. The indicator wire was pulled to achieve the black/black position in the indicator window, after which the deployment lever was fully depressed, resulting in the expected indicator wire retraction and plug deployment. The indicator window subsequently transitioned to the black/white/red position as expected. No anomalies were perceived during this evaluation, confirming that the deployment lever operated smoothly and correctly. A high-magnification microscopic evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿deployment lever (button)-frozen/locked¿ was not observed through analysis of the returned device as it passed functional analysis with no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be determined during analysis of the returned device. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to inability to depress the button event reported since it was able to be depressed completely without friction during functional analysis. However, procedural/handling factors (even though the user reported that the window was in solid black position when the button depression was attempted) possibly contributed to the issue experienced during the procedure, especially since it was reported that red color was observed during retraction as well. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggests that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. However, an investigation has been initiated to further investigate similar complaints reported.